Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "pacer fault 115" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.